Event description:
It was reported that a spectrum infusion pump alarmed "system error 322." It was also reported that there was no patient incident.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "system error 322" alarms, determined to be caused by loose lower latch switch bracket screws. System error 322 will occur when the pump transitions from the door open state to the door closed /set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.